Event description:
The tip of the drill was found broken after surgery. An x-ray was taken and the broken piece was found in the anterior medial tibial tunnel. The drill was used to drill the anterior medial femoral and the anterior medial tibial. The piece is considered to have fallen on the joint then into the anterior medial tibial tunnel. The surgeon is not planning to remove the piece at this time.

Manufacturer narrative:
Device was not returned for evaluation.